Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low r-waves during ventricular tachycardia (vt) post anti-tachycardia pacing due to automatic adjustment of sensitivity. The lead is still in use. No patient complications have been reported as a result of this event.